Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl on (B)(6) 2017, earlier that day the blood glucose was 200 mg/dl. The customer treated by bolusing through the insulin pump and pen. Customer stated they received an insulin flow blocked alarm which was resolved by changing the infusion set and reservoir. The customer removed the infusion set and the cannula was bent. There were issues of infusion set falling off. The customer also mentioned getting bent sensor cannula, serter anomaly and overtape that was causing skin irritation. Customer declined troubleshooting for high blood glucose readings. The infusion will be returned for analysis. The insulin pump and reservoir were not returned for analysis.